Event description:
(B)(4) study. It was reported that during a stenting treatment procedure, a dissection occurred. The patient presented with myocardial infarction and cardiac catheterization was recommended. The 90% stenosed, 3.5x34mm target lesion was located in the proximal left anterior descending artery. The lesion was treated with pre-dilation and placement of a 3.5x38mm ng promus stent which resulted in a type a dissection at the distal edge of the stent. The dissection was treated with the placement of a 3.5x8.0mm ng promus stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).